Event description:
International customer reports a patient developed a recurrent hernia at an unspecified time following a laparoscopic hernia repair. The patient was returned to surgery for repair. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/21/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.